Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient was using a tens unit at the time of the shock. Also, the device gave a yellow warning screen on the programmer for a high shock impedance. The latest high energy shock impedance was 144 ohms. Technical services discussed the event details. There were no additional adverse patient effects. The system remains implanted with no changes at this time.